Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, resulting in no recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back if any issues recur, which the customer acknowledged and understood.